Event description:
When disconnecting the insufflation tap from the subumbilical trocar, there was a fracture of subumbilical trocar external to the abdominal cavity, several centimeters above the skin.